Manufacturer narrative:
Based on a review of the information provided for investigation, the alarm trace from the date of event shows messages which indicate sample issues with other samples. The results from the most recent analyzer performance check from 11/11/2015 show results within specification. A specific root cause could not be identified; however, it was noted that the customer used a centrifugation time of 7 minutes which seems borderline short (10 minutes is recommended for most tubes). Also, since the instrument indicated sample issues, an issue with the sample such as foam or fibrin clots might have been a factor in the erroneous low result.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous result was reported outside of the laboratory. The initial hcg + b result was 2.77 miu/ml. This result was reported outside of the laboratory as 3 miu/ml and the physician questioned the result. The sample was repeated and the result was 1402 miu/ml. A corrected report was issued. No adverse event occurred. The hcg + b reagent lot number was 19028003 with an expiration date of 03/31/2017. The field application specialist (fas) visited the customer site and reviewed calibration traces, maintenance logs and quality controls (qc). The fas requested a field service engineer (fse) to visit the customer site to check the liquid level detection on the instrument. The fse visited the customer site and checked sample volume, calibration and quality controls. The instrument was checked and monitored for operational issues. No issues were identified.